Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer replaced the cartridge and continued insulin therapy. Customer's blood glucose was 160 mg/dl.